Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product no longer available for return.

Event description:
The customer reported the infusion set is not sticking to his body. The cannula is coming out of his body in the process. No adverse event reported. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.